Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure there was a fault on universal surgical manipulator(usm) 3. Customer tried a hard power cycle prior to calling with no change. Technical support engineer (tse) had customer reposition the arm and perform another hard power cycle on the patient side cart(psc). The system powered back up and the same 32056 error occurred. Customer had the option to disable arm 3 but the surgeon needed all 3 arms to complete the case. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: procedures were rescheduled resulting in 3-week delay for one patient; and more than 3 weeks for the other. One was completed (B)(6) the other is yet to be rescheduled. There was no injury to patient from malfunction.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.